Event description:
It is reported that the locking screw would not engage to keep the articular surface in place.

Manufacturer narrative:
This report will be amended when our investigation is complete.